Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheter had gripper slides, so it did not work well. The patient had been using this product for more than 90 days.

Event description:
It was reported that the intermittent catheter had gripper slides, so it did not work well. The patient had been using this product for more than 90 days.

Manufacturer narrative:
Per investigator notification, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheter had gripper slides, so it did not work well. The patient had been using this product for more than 90 days.